Event description:
It was reported that on (B)(6) 2019, a 19mm epic supra valve w/flexfit was implanted in the patient's aortic, supra-annular position with the non-everting mattress suture technique using pledgets. An abbott sizer was used in the surgery, and it was reported that severe calcification was observed on the annulus at that time. Approximately one year after the implant, an increase in pressure ( moderate to severe ) gradient was observed, and a re-do aortic valve replacement(avr) was performed two years after the implant on (B)(6) 2021 replaced with a non abbott . Upon explant, pannus was observed on the valve, impeding leaflet mobility. There was leaflet tear observed for the leaflet located at rcc. No damage for both sewing cuff and leaflets occurred during explant procedure. The patient has been recovering uneventfully after the surgery. No additional information was provided

Manufacturer narrative:
Explant was reported due to "an increase in pressure ( moderate to severe ) gradient was observed". The investigation found that cusp 1 had fibrous thickening. Cusp 2 was torn. Cusp 2 and cusp 3 had thrombus on the outflow. There was partially detached fibrous pannus, on the inflow surface commissure between cusp 1 and cusp 2. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2019, a 19mm epic supra valve w/flexfit was implanted in the patient's aortic, supra-annular position with the non-everting mattress suture technique using pledgets. An abbott sizer was used in the surgery, and it was reported that severe calcification was observed on the annulus. Approximately one year after the implant, an increase in pressure gradient was observed, and a re-do aortic valve replacement(avr) was performed two years after the implant on (B)(6) 2021. The epic supra valve was explanted, replaced with a 19mm non abbott aortic valve. Upon explant, pannus was observed on the valve, impeding leaflet mobility. Patient status unknown.